Event description:
Procedure type: bowel resection. According to the reporter: when using the endo stitch, a small piece of the endo stitch needle broke during toggling; the other part of the needle was still attached to the device and removed. The small (-1.5mm) piece of needle was not able to be visible and not visible by radiography. It is presumed that the piece of the needle remains in the patient but is not anticipated to cause harm to patient. What was the original intended procedure diagnostic laparoscopy lysis of adhesions small bowel resection appendectomy device couldn't get it to work or stopped working.

Manufacturer narrative:
(B)(4).